Manufacturer narrative:
Date sent to the FDA: 01/22/2016. Representative samples were returned for evaluation. The samples were visually inspected. The sutures contained all barbs in good condition along of the strand. The swage area of the needle-suture was examined and no attachment defects were noted. In addition, the length of the suture and fixation tab were noted to be in good physical condition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a left colectomy on (B)(6) 2015 and a barbed suture was used. Near the end of the procedure, the fixing tab completely detached during the first passage of the needle in the tissue at the top of the incision. A different device was used to complete the procedure with no adverse patient consequences.